Manufacturer narrative:
The pump was received with blank display due to moisture damage electronic assembly. There were minor scratches to the lcd window, cracks near the display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states there is fluid under the lcd display. The customer states they have received blank display. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.